Event description:
It was reported that the enterprise vrd did not advance through the introducer tube. The procedure was completed using another enterprise. Fractures of the enterprise stent struts were noted with analysis of the returned device. The product was stored and prepped per the instructions for use and there was no apparent damage to the device prior to use or after the event. No further information is available.

Manufacturer narrative:
One non sterile enterprise vrd and delivery wire was received coiled inside a plastic bag. The stent was loaded on the delivery wire and was inside of the introducer. No damages were found along the delivery wire. A microscopic analysis was performed to look for any anomalies along the coil tip and stent and a foreign material was observed over the coil tip; at a glance the stent presented no damage. With functional testing, the enterprise could not be inserted into a lab sample microcatheter. With microscopic analysis of the returned device foreign material was noted on the coil tip. During the preparation of the piece for the sem analysis, in order to remove the delivery wire and stent from the introducer tube, a scalpel was used to cut the tip of the introducer tube; posterior to this, the two resulting ends were pulled apart (by hand) in order to rip the introducer tube. The stent expanded as soon as the introducer tube was ripped. The stent and the enterprise were found to be partially coated by a foreign matter; also the stent was found to be fractured. Further analysis, prior to destructive sem analysis was completed. The enterprise stent appears to have incurred significant damage resulting in multiple fractures of the stent webbing, one marker coil and associated strut wire being displaced 11.5mm into the body of the stent assembly from the end of the stent and sufficient distortion to prevent accurate dimensional verification of the stent assembly. Based on observation that the "the stent was collocated correctly", it appears likely that the damage to the stent may have occurred during the failed attempt to advance the stent in the initial clinical event or was caused during the analysis. The areas of the core wire where the solder was applied present visible indications of solder application. The device does not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Sem analysis was completed and the root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. The stent presented evidence of bending and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the possible separation could not be conclusively determined. It appears that the stent got caught and in the struggle to free the stent the struts were fractured and the stent kept the deformed shape; however, this could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. Although based on the available procedural information no conclusion can be made regarding the sequence of events, the stent damage found with analysis would have prevented loading of the enterprise onto the delivery wire and into the introducer during the manufacturing process. It is possible that the resistance in the initial clinical event during attempted insertion and during functional testing contributed to the stent fracture and damages on distal coil displacement and loosening of the positioning coil on the wire shaft as well as stretching of the proximal coil that were observed after removal from the introducer. It appears that the stent got caught and in the struggle to free the stent the struts were fractured and the stent kept the deformed shape; however, this could not be conclusively determined. The exact cause of the reported insertion difficulty and stent fracture could not be conclusively determined; based on the product analysis and sem analysis; there is no indication that it is related to the manufacturing process.